Event description:
Reportedly, on (B)(6) 2011 f/u, the physician observed that the aida holter memory duration was set to 24h. However, he observed, on the pt file corresponding to the last f/u performed on (B)(6) 2010, that the aida holter memory duration was set to 6 months. The physician added that the pt traveled between the f/u. He asked for an explanation of the reported behavior.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.